Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and moderate ketones; cause was unknown. Reportedly, the customer had an unspecified illness and infection and suspected illness to be a potential contributing factor to elevated bg; however this could not be confirmed. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.